Event description:
It was reported that up to 800 times the bd safe-clip¿ needle clipping device is not clipping. The following information was provided by the initial reporter: spouse of consumer reported the bd safeclip stopped working after 700 or 800 times stated, does not clip needles anymore and he's using the device with a 31g syringe

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that up to 800 times the bd safe-clip¿ needle clipping device is not clipping. The following information was provided by the initial reporter: spouse of consumer reported the bd safeclip stopped working after 700 or 800 times stated, does not clip needles anymore and he's using the device with a 31g syringe

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As nypro, mx is an OEM manufacturing site. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes returned to manufacturer on: 08nov2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 7th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that up to 800 times the bd safe-clip¿ needle clipping device is not clipping. The following information was provided by the initial reporter: spouse of consumer reported the bd safeclip stopped working after 700 or 800 times stated, does not clip needles anymore and he's using the device with a 31g syringe.